Event description:
Customer reported unexpected negative reactions on the echo for 2 patient samples. One contained anti-fyb and the other anti-c; both were positive with an alternative method of testing.

Manufacturer narrative:
Reactivity of the c and fyb antigens were confirmed on retention capture-r ready-screen (3), lot r023, and capture-r ready-ID, lot id102. These lots were used by the cusotmer on the echo. The customer did not return samples for investigation testing. It is not possible to rule out the sample as a cause of the event.